Event description:
Two (2) 5" fixator broke during a knee procedure. The broken portions of the pins were not removed from the patient.

Manufacturer narrative:
No negative patient outcomes have been reported to msnt. Evaluation- although the broken pins were discarded at the site and unavailable for analysis, it was communicated to msnt that the site does not track the number of times these devices have been used. Therefore, it is our conclusion that the failure was related to reuse of a single-use device.